Manufacturer narrative:
The exhalation flow sensor was tested and no failures were identified. The reported complaint of error ¿¿alarmed expiratory valve¿¿ occurrences was not duplicated.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device alarmed expiratory valve. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
The fse evaluated the device while onsite and could not duplicate the reported problem. No parts were replaced. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.